Manufacturer narrative:
(B)(4). The device has been received and is currently awaiting evaluation by baxter personnel. Once the evaluation is completed or if additional information becomes available, a follow-up medwatch will be submitted. Similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA: (B)(4).

Manufacturer narrative:
(B)(4). The reported condition was confirmed during product evaluation. The assignable cause was a defective user interface module printed circuit board. The user interface module printed circuit board was replaced to correct the reported condition.

Event description:
The facility representative reported a colleague infusion pump with a 199:117:284:0000 failure code. It is unknown when this condition occurred. This condition has the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.92.